Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and a broken occluder foot beneath the twist clamp was observed. The reported condition was verified. Leak, clear passage, and clamp function testing were performed, and an internal leak through closed twist clamp was observed. An external leak was not observed. The internal leak was caused by the broken occluder foot. The reported condition was verified. The cause of the damage is undetermined, however; potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was broken. This was identified during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.